Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no sensor readings and a medical intervention. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient reported the sensor has had numerous interruptions and during one interruption, their blood glucose dropped, and they were taken to the hospital in an ambulance. Th patient was treated with glucose. The event occurred eight days after the sensor had been inserted. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.